Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target vessel was located in the left lower leg. A 300cm straight tip v-14 controlwire guidewire was used to cross a tight lesion. Once the device crossed the lesion, the physician twisted the wire and the tip of the wire broke off. The physician attempted to retrieve the tip with a snare but was unsuccessful. The tip was left in the artery and the procedure was completed. No patient complications were reported and the patient is listed in stable condition